Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One gold-tite® square uniscrews (unisg) was returned for investigation. A visual inspection of the as returned product identified fracture confirmed on threaded portion of screws. The hex heads are worn and contains debris. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product and within specifications. The alleged malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: h3: changed "no" to "yes".

Manufacturer narrative:
The reported device has been received by zimmer biomet. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the dentist that two prosthetic screws fractured. The fractured screws were replaced. There was no report of patient injury.